Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that after completing a left heart catheterization, a 6 french angio-seal was utilized to close the site. The device was prepped in normal fashion. Upon the sealing portion of deployment, it was noted the collagen was outside the body, manual pressure was held. A different physician came in to observe and noted the footplate was below the skin level. The suture was then cut. The site was clean and free from hematoma. Pulses were noted in the foot. The patient was then discharged after recovery. There was no blood loss. There is no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. Additional information was received on 14aug2023: there were no difficulties with access. A pre-deployment angiogram was performed. There were no concomitant medical products used with the angio-seal.

Manufacturer narrative:
A1: patient identifier: not available due to hospital policy. A2: age & date of birth: not available due to hospital policy. A3: patient sex: not available due to hospital policy. A4: weight: not available due to hospital policy. A5: ethnicity: not available due to hospital policy. A6: race: not available due to hospital policy. D6b: explanted date: device was not explanted. E3: occupation: staff radiologic technologist. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.